Manufacturer narrative:
Correction: h10 plant investigation plant investigation: the actual device was returned to the manufacturer for physical evaluation. The bloodline was not returned for investigation. The rotor was returned with a loose and deformed sleeve (guide sheave) on one of the rear guide pins. An inspection guide pin has signs of debris and wear markings. There are no other discrepancies with the rotor assembly. Install the returned rotor onto the blood pump module of a test machine for testing. A patient test was performed with fresenius¿s combiset bloodline and water in dialysis for 2 hours. The rotor did not damage the bloodline and there were no fluid leaks nor alarms during testing. The defective sleeve stayed intact on the pin throughout the test. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the physical damage (deformed guide sleeve) and the loose component (loose guide sleeve) and the fluid leak was not confirmed.

Event description:
A user facility biomedical technician (biomed) reported that the blood pump rotor on the 2008t machine cut through the fresenius combi set bloodlines during a patient¿s hemodialysis (hd) treatment. The biomed stated that one of the tubing guide plastic pieces came loose, was deformed, and is falling off of the rotor assembly. Upon follow up with the clinical manager (cm), it was confirmed that the event occurred during the patient¿s treatment and the machine did provide air detected alarms to alert the staff to the issue. The cm stated that the issue was visually observed by the medical staff. There was no defect or damage noted to the bloodlines prior to the occurrence of this issue. The cm stated that the bloodlines appeared to have been torn by the machine. The cm confirmed that the patient¿s estimated blood loss (ebl) was approximately less than 5 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient successfully completed treatment on a different machine with new supplies. The blood pump rotor was replaced to resolve the reported issue. The machine has been returned to service. The rotor has been returned for physical evaluation by the manufacturer.

Manufacturer narrative:
Additional information: h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. The bloodline was not returned for investigation. The rotor was returned with a loose and deformed sleeve (guide sheave) on one of the rear guide pins. An inspection guide pin has signs of debris and wear markings. There are no other discrepancies with the rotor assembly. Install the returned rotor onto the blood pump module of a test machine for testing. A patient test was performed with fresenius¿s combiset bloodline and water in dialysis for 2 hours. The rotor did not damage the bloodline and there were no fluid leaks nor alarms during testing. The defective sleeve stayed intact on the pin throughout the test. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the leak event is confirmed due to the presence dried fluid within the device, which is indicative of fluid contact. The fluid leak was not confirmed.

Event description:
A user facility biomedical technician (biomed) reported that the blood pump rotor on the 2008t machine cut through the fresenius combi set bloodlines during a patient¿s hemodialysis (hd) treatment. The biomed stated that one of the tubing guide plastic pieces came loose, was deformed, and is falling off of the rotor assembly. Upon follow up with the clinical manager (cm), it was confirmed that the event occurred during the patient¿s treatment and the machine did provide air detected alarms to alert the staff to the issue. The cm stated that the issue was visually observed by the medical staff. There was no defect or damage noted to the bloodlines prior to the occurrence of this issue. The cm stated that the bloodlines appeared to have been torn by the machine. The cm confirmed that the patient¿s estimated blood loss (ebl) was approximately less than 5 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient successfully completed treatment on a different machine with new supplies. The blood pump rotor was replaced to resolve the reported issue. The machine has been returned to service. The rotor has been returned for physical evaluation by the manufacturer.

Event description:
A user facility biomedical technician (biomed) reported that the blood pump rotor on the 2008t machine cut through the fresenius combi set bloodlines during a patient¿s hemodialysis (hd) treatment. The biomed stated that one of the tubing guide plastic pieces came loose, was deformed, and is falling off of the rotor assembly. Upon follow up with the clinical manager (cm), it was confirmed that the event occurred during the patient¿s treatment and the machine did provide air detected alarms to alert the staff to the issue. The cm stated that the issue was visually observed by the medical staff. There was no defect or damage noted to the bloodlines prior to the occurrence of this issue. The cm stated that the bloodlines appeared to have been torn by the machine. The cm confirmed that the patient¿s estimated blood loss (ebl) was approximately less than 5 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient successfully completed treatment on a different machine with new supplies. The blood pump rotor was replaced to resolve the reported issue. The machine has been returned to service. The rotor has been returned for physical evaluation by the manufacturer.

Manufacturer narrative:
Correction: h10 plant investigation plant investigation: the actual device was returned to the manufacturer for physical evaluation. The bloodline was not returned for investigation. The rotor was returned with a loose and deformed sleeve (guide sheave) on one of the rear guide pins. An inspection guide pin has signs of debris and wear markings. There are no other discrepancies with the rotor assembly. Install the returned rotor onto the blood pump module of a test machine for testing. A patient test was performed with fresenius¿s combiset bloodline and water in dialysis for 2 hours. The rotor did not damage the bloodline and there were no fluid leaks nor alarms during testing. The defective sleeve stayed intact on the pin throughout the test. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the physical damage (deformed guide sleeve) and the loose component (loose guide sleeve) were confirmed. However, the fluid leak was not confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (biomed) reported that the blood pump rotor on the 2008t machine cut through the fresenius combi set bloodlines during a patient¿s hemodialysis (hd) treatment. The biomed stated that one of the tubing guide plastic pieces came loose, was deformed, and is falling off of the rotor assembly. Upon follow up with the clinical manager (cm), it was confirmed that the event occurred during the patient¿s treatment and the machine did provide air detected alarms to alert the staff to the issue. The cm stated that the issue was visually observed by the medical staff. There was no defect or damage noted to the bloodlines prior to the occurrence of this issue. The cm stated that the bloodlines appeared to have been torn by the machine. The cm confirmed that the patient¿s estimated blood loss (ebl) was approximately less than 5 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient successfully completed treatment on a different machine with new supplies. The blood pump rotor was replaced to resolve the reported issue. The machine has been returned to service. The rotor has been returned for physical evaluation by the manufacturer.